Event description:
It was reported by the patient that when they went for a magnetic resonance imaging (MRI) and they tried to put the cardiac resynchr onization therapy pacemaker (crt-p) into ¿MRI mode¿, they got an error reading on the third lead that would not allow them to change the mode for MRI. As a result, the patient was unable to get an MRI. The lead remains in use. No patient complications have been re ported as a result of this event.

Manufacturer narrative:
Continuation of d10: w4tr01 crt-p implanted: (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.